Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.